Event description:
The customer alleges that the blade was bent out of the package. The alleged issue was detected prior to patient use.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.